Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of physical damage to the lower-most knob on the epg. The upper case was broken and the encoder was pushed inside of the device. It was additionally noted that the hanger assembly was broken and one knob was missing. The encoder assembly was replaced as a preventative and the printed circuit board (pcb) was reset with a firmware update. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was physical damage to the lower-most knob on the external pulse generator (epg). The epg was returned for service. There was no patient involvement.